Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device emits black smoke and mask was full of black smoke and filter was black. Patient has cough and sore throat. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.